Event description:
Follow-up information was received on 22-mar-2024: the event term artery occlusion was amended to livedo reticularis/darkened purple area of the mouth and white spot and the coding was changed from vascular occlusion to injection site discolouration. The events bruised and pain were added. An ultrasound was performed and it was not a vascular occlusion. Due to the provided information, the outcome of the event bruised was considered as resolving, the outcome of the event pain was considered as resolved and unknown for the event livedo reticularis/darkened purple area of mouth and white spot. Follow-up information was received on 03-apr-2024: the event livedo reticularis/darkened purple area of the mouth and white spot was amended to vascular compression and coding was changed from injection site discolouration to vascular compression. The events pain and bruised were deleted. The patient was injected with radiesse(+), for jawline contour and chin enhancement. Batch number was reported as a00096740 (expiry date: 12/2024). The batch record review was received and the lot number for radiesse(+) was confirmed as a00096740 (expiry date: 12/2024). A lot search in the global safety database was conducted. It was the patients first time doing injectables. The patients medical history, known allergies and concomitant medication was reported as none. On (B)(6) 2024, reported as right away after the second radiesse(+) injection, the patient experienced vascular compression. The reporter performed an ultrasound and it did not show an occlusion, but a compression. On (B)(6) 2024, they dissolved with (B)(4) units of hyaluronidase, on (B)(6) 2024, reported as on the next day, the dissolved with hyaluronidase again, under the ultrasound guidance, to further dissolve and to increase circulation. On (B)(6) 2024, they flushed with normal saline. As reported, the symptoms resolved after dissolved and massaged. The livedo improved. Due to the provided information, the outcome of the event compression was considered as resolving (reported as resolved, changed from unknown). In the opinion of the reporter, treatment was done to prevent any permanent damage, permanent damage did not remain and too much radiesse(+) caused vascular compression.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event vascular compression (pt: vascular compression), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse (+) injectable implant was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No non-conformances were noted related to this lot.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event artery occlusion (pt: vascular occlusion), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse(+) injectable implant could not be reviewed, as the lot number was not reported.

Event description:
This spontaneous report was received from a canadian physician and concerns a male patient. He was injected with radiesse(+), into the jawline and chin, 2 weeks prior to this report, in (B)(6) 2024. Batch number was reported as unknown. Four syringes were used. He was re-injected with radiesse(+) into the chin, on (B)(6) 2024. Two syringes were used and with a needle. In (B)(6) 2024, after the radiesse(+) injection, the patient experienced an alleged vascular occlusion. A higher dosing hyaluronidase and an ultrasound for precision in correction were suggested immediately. It was apparently added 4 ml of 1500 units/ml, the levido reticularis subsided, but the patient was bruised. Warm compress and aspirin were encouraged. The physician was at the ultrasound clinic with the patient and they were able to treat her with hyaluronidase directly on artery occlusion. The physician indicated they were able to see perfusion and circulation. On (B)(6) 2024, 1500 units were injected to affected area, on (B)(6) 2024, 1500 units x5 ml, on (B)(6) 2024, 1500 units x1 ml and on (B)(6) 2024, affected area was flushed with saline. On (B)(6) 2024, the patient was not seen. On (B)(6) 2024, at 09:37, a video was sent of the patient compressing the area, there was notable capillary delay. On (B)(6) 2024, it was noted that he had darkened and purple area in mouth and a white spot that kept getting bigger. The patient was advised to open mouth and treat area with 1500 units x2 ml. On (B)(6) 2024, at 13:20, he was doing better. Capillary refill was within 2 seconds in all region of the chin and the mucosa. The patient expressed no more pain. Another follow-up was scheduled for (B)(6) 2024. Due to the provided information, the outcome of the event was considered as resolving.

Event description:
Follow-up information was received on 31-may-2024: the outcome of the event was reported as resolved, changed from resolving, in 2024.